Event description:
Received an email from distributor that stated: three (B)(6) hcg results. According to end user, the cases were not well documented. Actual date of event is unknown. Patient information unknown. Confirmation test performed, but method unknown. The recollection was the patients questioned the negative results on the consult hcg dipstick because they were tested by other method and were positive. No invasive procedure or harm done to any of these patients. Urine samples were clean and clear, tested at room temp. Read time was 3 minutes. No sample or product available for return. Although additional information was requested, no additional information was available or provided. No adverse events reported.

Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No (B)(6) were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficiency information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Additional information: (B)(4). (B)(6).